Manufacturer narrative:
(B)(4).

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on an unknown date with a medtronic aneurx. It was reported that on (B)(6) 2012, the patient was treated for an endoleak (type unknown) with three gore® excluder® aaa endoprostheses (pxa260300/(B)(4), pxc271000/(B)(4), pxc141400/(B)(4)). On (B)(6) 2015, the patient underwent a procedure to treat an endoleak (type I or type ii). It was reported that once the physician was performing the procedure, the endoleak was determined to be a type ii endoleak caused by an iliolumbar vessel. The physician placed a number of coils in the vessel in attempt to stop the type ii endoleak. The patient tolerated the procedure and the endoleak was largely reduced by the end of the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Additional aaa® devices included in this report: pxc271000/(B)(4), pxc141400/(B)(4).